Manufacturer narrative:
A 510 (k) # is k061118. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text-01/12/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have data corruption. A secondary issue was also noted as battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Procedure: laparoscopy. According to the rptr: the clips did not remove from the device. The clips had to be torn out of the tissue. There was blood loss of more than 250cc, and damage to pt's tissue. A new device was used to complete the case.

Event description:
The lay user/ patient contacted lfs on (B)(6), 2010 alleging an error 1 message on their one touch ultramini meter. The patient mentioned that the reported issue began on the morning of (B)(6), 2010. Approximately an hour and 30 minutes after the reported issue began the patient developed symptoms of feeling tired and excessive thirst. The patient increased their dosage of medication and did not seek any further medical attention or contact their physician for assistance. The alleged issue was not resolved over the phone. The product was replaced. The complaint is being reported since the patient alleged that they developed symptoms suggestive of a serious injury due to the error 1 message on their meter and was unable to obtain a blood glucose reading.